Event description:
It was reported that the patient presented to the hospital after receiving a shock. It was determined that the lead integrity alert (lia) was triggered due to lead impedances of greater than 3,000 ohms. A lead revision is scheduled to be performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).